Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing impedance out of range above 2500 ohms, along with an increase in high capture thresholds. Technical services (ts) was consulted, and further in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service.